Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose due to being off the insulin pump. The customer's blood glucose was 444 mg/dl at the time of incident. The customer stated that he was having issues and received a check settings alarm. The customer stated he was not able to treat his high blood glucose. The customer was assisted to deliver a bolus. The customer declined to adjust settings. Troubleshooting did not occur. The insulin pump will not be returned for analysis.